Event description:
Reportedly, one cryocyte freezing container ruptured when removed from liquid nitrogen storage. Some cells were discarded at the time of the event, but sufficient back up cells were on hand for transplantation. No adverse pt event reported in association with the breakage. The container was disposed of at the time of the event and was not available for evaluation. It was reported that the container was sealed with a metal clip instead of heat sealing as recommended in the labeling distributed with the product. Since this product was cryopreserved, this site has changed to heat sealing the containers. The breakage is most likely due to the ingress of liquid nitrogen into the container during cryopreservation. The potentially incomplete seal with the metal clip could allow this ingress.